Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product was received at the manufacturing site with original packaging (folding carton, labels, implant notification card & patient lens implant card ID) device pcb00v, lens. A visual inspection using magnification at 10x as per inspection procedure states was performed to the sample received and the following were the findings: the lens was outside of the device and cut in five (5) pieces. Viscoelastic residues were in the lens pieces; the unit was handled (implanted/explanted). No scratch could be identified in the unit returned (lens), due the conditions of the return and no foreign object in the lens was identified. In the evaluation for the device pcb00v was observed the plunger was in advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. No residues of viscoelastic were observed inside the cartridge. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and the lens was implanted and removed. There is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the product was reviewed and the no non-conformance reports (ncr¿s) associated for this production order (po). The product was manufactured and released according to specification. The search in complaint system revealed no other complaints has been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) into the patient eye a scratch or a foreign object was noticed on the back of the optic, and it was rubbed several times with irrigation/aspiration (I/a) but could not be removed. The lens was cut out of the patient's eye. Procedure was completed successfully with a back up lens. There was no patient injury. No other information provided.